Manufacturer narrative:
It was reported that the patient has a suspected abrasion of their poly insert. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a suspected abrasion of the poly insert. Revision surgery is planned to exchange the poly inserts.